Event description:
Pump was returned for multiple loss of prime alarms. Evaluation revealed an electrical component in the force sensor circuit was found to have shifted. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. During the load step the pump stopped immediately at 205 units. The prime step was performed and the pump alarmed for an occlusion during basal delivery. The pump passed the force sensor calibration test. The pump was opened and evaluation revealed a misaligned circuit board component in the force sensor circuit. (B)(6).